Event description:
It was reported that cleo was leaking as the adhesive around the site was wet. Patient replaced site with a new site. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.